Event description:
It was reported that a peritoneal dialysis (pd) home patient (hp) experienced an iipv (increased intraperitoneal volume) during drain while performing pd with the homechoice (hc) cycler. The night prior to the event, the hp had connected to the hc and experienced an unrelated alarm. A baxter technical service representative (tsr) assisted the caregiver (cg) in clearing the alarm. However, per the hp, the alarm went unresolved and the hp disconnected from hc and went to the emergency room (ER) due to experiencing shortness of breath. The patient's cg stated that the hp went to the ER where they did a chest x-ray and said that her lungs were clear and sent the patient home. The cg stated that she needed assistance setting up for therapy and that pd nurse told her that the hp should only drain out on the hc and disconnect after draining. Back at home, the hp did a manual fill of 4.25%, 2 liters (l) and then a drain, but cg states that the drainage was not much and that hp's husband, not cg was present for the manuals. The cg stated that after draining, the pd nurse wanted the cg to have the hp do a manual fill of 2000 ml (milliliters) with 2.5% and then drain out on the hc. The cg was calling the (tsr) for set up assistance and to start the drain but also mentioned that hp is currently experiencing shortness of breath, abdominal distension, and pain on her right side. The tsr walked her through set up, and then stayed on while hp drained out. The drain volume (dv) was a total of 3836ml between I-drain and multiple manual drains. The hp is breathing easier. The tsr advised cg to call the patient's pd nurse as soon as possible and keep her updated on what has happened, especially the (B)(4). The tsr walked the cg through ending the therapy procedure. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned. Therefore, no device analysis can be performed and no cause was determined. A device history review was performed with no exceptions found that would cause or contribute to the reported condition. A service history review was also performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional relevant information become available, a follow-up will be submitted.